Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while sewing the gastrojejunostomy during a laparoscopic roux-en-y procedure, the needle broke in half and fell into the cavity of the patient. The surgeon used a grasper to retrieve the broken needle. There was no patient injury.